Event description:
On 8/16/1998 pt had open reduction and internal fixation of the fracture of the right femur with compression screw and long side 10 hole plate plus application of osteopore bone grafting material. 4/1/1999 device explanted at another facility due to being broken in half.